Event description:
Procedure type: urogynecological. According to the reporter: the patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Additional information from the importer report: additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4). Additional information from the importer report: (B)(6) 2013. Pelvicol acellular collagen matrix. (B)(4). (B)(6). Attorney.